Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to loose protruded drive support disk. Unable to perform operating currents, unexpected restart error test, self-test, basic occlusion test, occlusion test, prime test, excessive no delivery test due to compromised force sensor system alarm. The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed a compromised force sensor system. The alarm occurred when the customer was priming the tubing. It was also noted that the drive support cap was loose during troubleshooting. The customer's blood glucose level was 350 mg/dl. The customer treated their high blood glucose with a shot. The customer declined troubleshooting for their high blood glucose. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.